Manufacturer narrative:
The lesion was in the mid lad. The lesion was calcified with moderate tortuosity. The device was inspected before use with no issues noted. Resistance was noted while advancing the device to the lesion. Excessive force was used. A 3.0x12mm nc euphora was then used to dilate lesion, then another 3.5x15mm resolute onyx was successfully deployed. No patient injury was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion located in the left anterior descending artery (lad). The lesion was pre-dilated with a 3.0 x 12 mm nc euphora rx balloon. It was reported that the stent failed to cross the lesion and became deformed. No patient injury was reported.